Event description:
On 8-7-00: dr. Called customer service stating that the pt's eye became red and irritated when lens was placed in pt's eye. Lens caused mild redness. There was no sign of corneal abrasion. Dr states vial has a smell of acid. Lens was not dispensed in the dr's. Office. 8/7/00: reporter called dr, he states that the pt is fine, there was no injury and that the pt says the vial smells like vinegar. Pt did not leave the lens with the dr. Dr says pt brought the lens in an old flat pack. Dr has no concerns. Redness had cleared on saturday when dr saw the pt. Reporter sent a complimentary lens for the pt to dr's office. 8/14/00: pt called customer service and reported that the lens received burned the eye. Pt was told by the dr that the vial contained acid and no saline. Pt received the second lens (complimentary) and had the same experience, but to a lesser degree. Pt wants to know how pt will be compensated.